Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge circuit timeout/charge circuit inactive occurred after the device reached end of service (eos). The device was explanted. No patient complications have been reported as a result of this event.